Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the holter monitor showed loss of ventricular capture during testing. The patient reported dizziness and light-headedness. The patient presented in clinic. Programming changes were made. No lightheadedness or dizziness were reported during the visit.